Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The neck trial will no longer engage into stem trial.

Manufacturer narrative:
Examination of the returned srom neck trials confirmed the reported issue. The threads on the on the trial are stripped from cross threading, causing the inability to engage the stem and neck trials. The devices also had signs of inappropriate impaction. A two year complaint database search found similar issues of the trail engaging to the stem trial. The root cause is being attributed to a misuse. Based on the investigation the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.